Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip as successfully advanced within the patient when it was visualized that one of the grippers would not descend during gripper actuation testing. Troubleshooting was performed unsuccessfully and the procedure was discontinued. The mitraclip was removed and a replacement mitraclip was selected. The replacement clip was implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays required.